Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned multi-link stent delivery system (sds) noted blood visible in the guide wire lumen and on the balloon, consistent with handling and the sds being advanced over a guide wire. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The hypotube and jacket were separated 20.5 cm distal to the strain relief tubing, confirming the reported information. The fracture faces were oval shaped as if kinked prior to separation. The jacket was stretched and jagged at the separation. There were multiple other kinks noted to the hypotube. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. The stent outer diameters were measured and met manufacturing criteria. The sds could not be advanced through a new guiding catheter due to the noted separation. The patient anatomy was reported as heavily calcified and tortuous which likely contributed to the reported difficulties as the anatomy narrowed and distorted the guiding catheter. It was noted that force was applied in the attempts to advance the sds which resulted in the shaft kinking and ultimately separating. It should be noted the ml 8 instructions for use (IFU) states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw; guide catheter: 6/7french medtronik. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo stenosis in an unspecified coronary artery. Access was performed via a puncture site in the common femoral artery. Extreme resistance was felt when advancing the guiding catheter through the common iliac artery and the abdominal aorta, which were heavily calcified and heavily tortuous. Due to the condition of the vessel, the guiding catheter became deformed and narrowed. During advancement of the 3.0 x 23 mm multi link 8 in the guiding catheter, heavy resistance was felt, so force was used in the attempt to advance the catheter, which resulted in the proximal shaft of the stent delivery system separating. An attempt was made to advance a 2.5 x 23 mm multi link 8; however, the same issue occurred, resulting in the proximal shaft of the device separating. Finally, the target lesion was treated with balloon angioplasty. It was reported that treatment of the iliac artery and abdominal aorta will be performed first, then the patient will return for treatment of the unspecified coronary artery. No patient effects were reported. No additional information was provided.